Event description:
Same case as: 2134265-2013-07821, 2134265-2013-07822. It was reported that an automatic pullback failure occurred. During the procedure, ilab automatic pullback stopped halfway through. No patient complications reported and patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).